Manufacturer narrative:
Reported event: an event regarding dislocation of a ceramic head from a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant . Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including patient history. Operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that the patient's left hip was revised. Shortly after implantation, the patient bent all the way over to pick something up (against medical advice) and dislocated. Patient was braced. Patient dislocated again and was revised. A 36f 0° liner and 36 +2.5 biolox ceramic head were revised to an adm/mdm liner construct with a 28 +5 biolox ceramic head.